Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Product & data were not returned for review. The root cause of low flow was most likely due to biomaterial ingestion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the purge pressure high alarm message. Could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.

Event description:
The user facility reported a 38-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was inserted with good placement. Overnight the patient had clotted off the continuous renal replacement therapy (crrt) circuit and then had a suction alarm with sudden drop in flows to 0 l/min. The clinician decreased flow to p-4. Aic showed flat motor current and when attempting to ramp up flows pump would have suction alarms and flows dropped again to 0 l/min. Sedation turned off and the patient followed commands and moved all extremities. The patient was taken back to the operation room. Trans-esophageal echo (tee) performed in the operation room reveals a very large mobile thrombus on the mitral valve (greater than 5cm). The pump was removed without incident.